Manufacturer narrative:
Physio-control further evaluated the customers device and a faulty system pcb assembly was determined to be the cause of the reported issue. The device could no longer be repaired, and was returned to the customer without repair.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led. Upon initial evaluation a third-party service agent observed that the device would not complete its charging sequences for defibrillation energy. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led. Upon initial evaluation a third-party service agent observed that the device would not complete its charging sequences for defibrillation energy. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.